Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent treatment of a descending thoracic aortic aneurysm with a conformable gore tag thoracic endoprostheses. The procedure was successful and the patient tolerated the procedure. On (B)(6) 2014, the patient developed paraplegia. The post-operative hypotension (cause unknown) and possible embolization reportedly contributed to the paraplegia. It was reported that steroids were administered and a spinal drain was placed to treat the paraplegia. The patient received fluids and pressors to treat the hypotension. It was reported the patient currently has sensory function but has not regained motor function. No further adverse events were reported.